Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity since implant. Treating neurologist indicated that the pt was frustrated because pt felt that the vns therapy was not working. Neurologist indicated that the pt has "good" months and "bad" months but that he did not believe that the pt had experienced an increase in seizures with the vns therapy. No intervention has been taken and none is planned at this time.